Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experience continuous elevated blood glucose (bg 448-600 mg/dl). Cartridge and infusion set were changed. Boluses were delivered to address bg. Pump system check was performed with tandem technical support (cts) and pump was found to be performing as intended. Upon follow up, customer reported current elevated bg had lowered to 156 mg/dl. No further action from cts was required.